Event description:
It was observed that during the device evaluation, the videoscope exhibited the adhesive part of the objective lens was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a dent on the distal end the water tightness was lost; the right/left lever was deformed; the adhesive on the bending section cover rubber had a chip; due to the wear of the angle wire the bending angle in the up direction did not meet the standard value; and due to the looseness of the insertion pipe the connection between the insertion pipe and control unit was not secure. The following parts exhibited a scratch and/or scratches: the bending section; control unit; grip; up/down plate; right/left plate; forceps lever; angulation lever; switch 1; light guide connector; light guide cover glass; video connector case; and the video connector. Based on the results of the investigation, stress from repeated use, external factors, or handling likely led to the malfunction of glue on the objective lens peeling off; however, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use: the instruction manual and operation manual ¿chapter 3: preparation and inspection, 3.3: inspection of the endoscope¿ describe the methods for inspection of the suggested event. Olympus will continue to monitor the field performance of this device.